Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing verified the customer's reported problem. The investigation determined that the air detector was not operable and the faulty air detector was the cause of the issue. The air detector was replaced.

Event description:
It was reported that the device had air in line. The issue was found during testing. The unit was not dropped. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.